Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 268 mg/dl. The customer also reported they received the no delivery alarm during a prime. Customer was unable to troubleshoot at the time of the call. The customer will be returning their infusion set for analysis. No additional information provided.